Manufacturer narrative:
As reported, the balloon of a 5mm20cm 155 saber percutaneous transluminal angioplasty (pta) catheter ruptured during use. The complaint device was replaced with another balloon catheter and the procedure was completed. There was no reported patient injury. The device was used in a shunt procedure. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. The device maintained negative pressure during preparation. The device was stored and prepped according to the instructions for use. An ipsilateral approach was made. The target vessel was a shunt. The device was not put in an acute bend at any point during the procedure and was able to cross the lesion. The device did not kink at any time during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed intact (in one piece) and easily from the patient. The same indeflator was used successfully with other devices. There were no anomalies noted while inflating the device with positive pressure. There were no anomalies to the device which prevented it from inflating at all. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. Additional procedural details were requested but not provided. The complaint device was not returned for evaluation as previously expected. A product history record (phr) review of lot 82270293 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore, often resistant to balloon expansion increasing the likelihood of damage to the balloon. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 5mm20cm 155 saber percutaneous transluminal angioplasty (pta) catheter ruptured during use. The complaint device was replaced with another balloon catheter and the procedure was completed. There was no reported patient injury. The device was used in a shunt procedure. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. The device maintained negative pressure during preparation. The device was stored and prepped according to the instructions for use. An ipsilateral approach was made. The target vessel was a shunt. The device was not put in an acute bend at any point during the procedure and was able to cross the lesion. The device did not kink at anytime during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed easily from the patient intact in one piece. The same indeflator was used successfully with other devices. There were no anomalies noted while inflating the device with positive pressure. There were no anomalies to the device which prevented it from inflating at all. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. Additional procedural details were requested but not provided. The device was not returned for evaluation as previously expected.

Event description:
As reported, the balloon of a 5mm20cm 155 saber percutaneous transluminal angioplasty (pta) catheter ruptured during use. The complaint device was replaced with another balloon catheter and the procedure was completed. There was no reported patient injury. The device was used in a shunt procedure. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. The device maintained negative pressure during preparation. The device was stored and prepped according to the instructions for use. An ipsilateral approach was made. The target vessel was a shunt. The device was not put in an acute bend at any point during the procedure and was able to cross the lesion. The device did not kink at anytime during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed easily from the patient intact in one piece. The same indeflator was used successfully with other devices. There were no anomalies noted while inflating the device with positive pressure. There were no anomalies to the device which prevented it from inflating at all. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. Additional procedural details were requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.